Manufacturer narrative:
The device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro endoscopic vessel harvesting system "shorted out." No info is available regarding how the procedure was completed, the surgeon's name and whether there were any pt effects. The reporter attempted to retrieve that info from the hospital staff but was told there is no additional info. The product is returning.